Event description:
Related to MFR report #2183959-2013-00758. It was reported that the patient had his device removed because the device was uncomfortable. Patient was implanted with another spectra device four months later on (B)(6) 2013.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.